Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks post implant non capture and dislodgement were noted on both the right atrial (ra) and right ventricular (rv) leads. It was noted the leads had pulled back. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.